Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized. The customer reported that they were off the insulin pump due to motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and the insulin pump passed. The customer mentioned that the motor was making loud noise during prime process. The insulin pump will not be returned for analysis.